Manufacturer narrative:
No functional test could be performed since the instrument was received with no staples remaining. No conclusion could be reached as to why the instrument reportedly jammed after the fifth staple, nor why the instrument was then received empty. Co reviews each incident as it occurs in an effort to continuously improve co's products and process.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the fifth staple. There was no patient consequence.